Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. The label review found the labeling adequate for the possible use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding a check supply line (csl) alarm, which occurred on the homechoice (hc) during use, during prime. The hp stated she was in therapy and disconnected to use the restroom and she came back and reconnected but then could not get past the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient's nurse on (B)(6) 2011 in regards to the check supply line alarm and she said the patient has been completing therapy successfully. She said the patient did not report anything unusual with any of the previous supplies. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.